Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The investigation was carried out based on the confirmation result from the provided report by the local distributor. From the provided report, it was confirmed that the guidewire tip(distal tip) was detached from the basket. The manufacturing record was reviewed and found no irregularities. Since this is a known event and the cause can be inferred from the results of previous similar investigations, it was judged that investigation using equipment with similar structure or similar equipment is unnecessary. A likely cause of a problem might be the guidewire near the tip region was bent for some reasons. That caused the adhesion peeling between the guidewire tip and the basket wire. As a result, the guidewire tip came off. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During an endoscopic retrograde cholangiopancreatography, the subject device was used. The user crushed the calculus and removed it. After that the user noticed that the distal tip of the device was missing. The distal tip was found and remained in the suction valve of the endoscope. The intended procedure was completed with the subject device. There was no patient injury reported.